Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and no additional actions were taken.